Manufacturer narrative:
B3 - date of event: corrected. D3 - mfg establishment name: corrected. D9 - date returned to mfg: 9/17/2025. One used device was returned for investigation. The devices were visually inspected and found the connection at the "y" assembly appeared to be offset. The provided video was provided confirming the leak. During functional testing, leaking was instantly observed at the 'y" joint assembly. The customer reported complaint was confirmed and the probable cause was assembly error. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient controlled analgesia (pca) was leaking. The event occurred immediately on use.

Manufacturer narrative:
A lot history review was performed for lot number 6005743 and no more complaints were identified that were related to this issue. The customer provided one video that shows an extension set and leakage was confirmed through review of the video. The product was not returned for evaluation and therefore the exact cause cannot be determined. If the device is returned, the complaint will be reopened for further investigation.